Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted at this time. A call was place to technical services on (B)(6) 2016 due to report of potential pocket erosion. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).